Event description:
It was reported that the patient presented with little to no pain relief with implant. It was noted that, during a trial, the patient had great pain control with the same drug and dose. The physician had attempted to aspirate the catheter, but the attempt was unsuccessful. It was then that the catheter was explanted and replaced. There was no injury and the patient recovered without sequela. Three days later, it was reported that the pump was tested intraoperatively and was found to be properly functioning. When the catheter was cut at the spinal site, there was minimal backflow. It was unknown whether the patient regained therapeutic effect following the replacement of the catheter. The drug used in this system was morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results revealed no significant anomaly found. The catheter was returned in segments. The catheter body torn/broken at or after explant. Did not affect infusion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.